Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was leaking on a neurointerventional closure procedure. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As the sterile lot number was not available, device history record review could not be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, g3, g6, h1, h2, h3, h6, and h10 as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was leaking on a neurointerventional closure procedure. There was no reported patient injury. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.